Event description:
It was reported that the patient had a surgical procedure to replace this inflatable penile prosthesis (ipp) due to fluid loss from the cylinder. During explant it was observed that the cylinder had a hole, causing the fluid loss. A new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
D4. Model number and catalog number corrected.

Event description:
It was reported that the patient had a surgical procedure to replace this inflatable penile prosthesis (ipp) due to fluid loss from the cylinder. During explant it was observed that the cylinder had a hole, causing the fluid loss. A new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
B5. Describe event or problem updated c2/d10: concomitant product/therapy updated d5. Operator of device corrected d9. Device avail for evaluation and returned to manufacturer date updated g1. MFR contact first name, MFR contact last name and MFR contact email corrected g2. Report source corrected h3. Device eval by manufacturer, device eval by MFR sum attach, device not eval by MFR code updated h6. Patient codes, evaluation method codes, evaluation result code, and evaluation conclusion codes updated.

Event description:
It was reported that the patient had a surgical procedure to replace this inflatable penile prosthesis (ipp) due to fluid loss from the cylinder. During explant it was observed that the cylinder had a hole, causing the fluid loss. The right rear tip extender (rte) was removed, and the patient anatomy structure gave an indication of the potential for peyronie disease. Replacing the device did cause some wounds but the wounds were treated with ample antibiotic saline and were wrapped up prior to the completion of the procedure. A new ipp was implanted, and no further patient complications were reported.

Event description:
It was reported that the patient had a surgical procedure to replace this inflatable penile prosthesis (ipp) due to fluid loss from the cylinder. During explant it was observed that the cylinder had a hole, causing the fluid loss. The right rear tip extender (rte) was removed, and the patient anatomy structure gave an indication of the potential for peyronie disease. Replacing the device did cause some wounds but the wounds were treated with ample antibiotic saline and were wrapped up prior to the completion of the procedure. A new ipp was implanted, and no further patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. There was a leak in the pump strain relief kink resistant tubing (krt) (cylinder) junction due to fatigue. During functional testing, the pump did not pass activation tests. The ams700 ipp cylinder 1 was visually inspected, and leak tested; no leaks were found. The cylinder had a tear in the outer tube in the proximal that was consistent with sharp instrument damage which likely occurred during the explant. The ams700 ipp cylinder 2 was visually inspected, and leak tested. Cylinder 2 had a worn fold in the middle/proximal end of the cylinder body. Cylinder 2 (krt) was fatigued to the filament; however, no leaks were present. It can be concluded that fluid leak and pump failure were the most probable cause of the complaint/event.